Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing got detached. Reportedly, the location of detachment was when the tube came out of the connector. The infusions were stored in a drawer where they might have been exposed to extreme temperatures and humidity. The pump was not dropped. The infusion has been in use for one and a half day. Also, there was no stress or pull on the tubing. The patient is seeking replacement of the infusion set. No further information available.